Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump button was unresponsive. Customer's blood glucose level was unknown. Customer reported that when changing the battery of insulin pump and the little gold piece fell out and she was not sure how to get it back in. Customer reported battery cap was broken. Customer stated that numbers are not ramping on their own and the scroll bar was not moving with no input. Customer stated that there was a response from a button and the center button was unresponsive. Customer states pressing menu button takes them to the menu screen and all buttons are responding. Customer was able to successfully clear the alarm. Customer stated block mode was inactive. Customer stated that it seems to be a delayed reaction when she was pressing the buttons to clear an alarm. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Updated h9: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.